Manufacturer narrative:
The device passed the displacement test, rewind and basic occlusion tests. There was no motor error alarm noted. The device was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were not able to be done, due to prime fill anomaly. The motor was tested outside of the device and passed. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump and excessive no delivery alarms. The customer's blood glucose level at the time of incident was 325 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.